Event description:
Reportedly, the pacemaker involved in this MDR report was explanted for an infection. It was also reported that a re-initialization of the device occurred during a follow-up thus the pacemaker was returned for analysis. It was also reported that some difficulties occurred during screwing/unscrewing attempts but after the device was explanted.

Manufacturer narrative:
Conclusion: this device sold and labeled as sterile was manufactured, sterilized and released according to applicable standard operating procedures. Moreover, it should be noted that pocket infection is well-known complications of cardiac pacing/defibrillation systems, and this has already been described in the literature; the electrical characteristics of the returned device were within specifications; the reinitialisation performed on that device is normal and expected: the device was released early in 2008, i.e. With (B) (4) (initial implant software version); upon interrogation on 11 feb 2009, the upgrade was done, which conforms to the specifications; concerning the difficulties met by the sales representative during screwing/unscrewing attempts after the explanation: a detailed visual inspection of the header revealed damages at the level of the silicone cover, on the setscrew (first threat damaged, hexagonal head completely rounded) and on the first thread of the terminal block. Excess of glue was also observed on the terminal block and on the setscrew; the observed excess of glue could explain the difficulties met by the sales representative during the different attempts to screw/unscrew after the explanation: the screwdriver was inserted but with difficulties in the hexagonal head because of the excess of glue; the hexagonal head then progressively rounded during the different attempts with the different screwdrivers because the excess of glue inside the hexagonal head give difficulties to introduce correctly and completely the screwdriver (the blade stayed at the upper part of the head); however, the physician did not have difficulties to disconnect the lead during the explantation. This excess of glue resulted from the manufacturing process while finishing the header; corrective actions were implemented in the manufacturing process to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity (through an additional inspection step); the added inspection step became effective with sterilization lot 2317; in addition, a technical note was provided to users with a reminder and additional instructions to ensure the wrench is fully inserted at the time of the implantation procedure; the device is retained in the returned product storage area.